Event description:
A male pt underwent aaa repair of another MFR's graft on (B)(6) 2012. After removing the first trigger wire it was impossible to release the top cap. The pt was converted to open repair. The customer is not providing photos, operating reports, x-rays or scans.

Manufacturer narrative:
Add'l surgical repair to explant devices is labeled in the IFU. Event eval: still under investigation.